Event description:
During an atrial fibrillation ablation procedure, a blood leak occurred from the hemostasis valve. The sheath was inserted into the right atrium and there was no problem when inserting the viewflex catheter, but when it was replaced with snake catheter (6f 20-electrode catheter, japan lifeline), a blood leak was noted from the hemostasis valve. The sheath was replaced with a non-abbott device (10f sheath manufactured by terumo) and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak remains unknown.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 10f fast-cath introducer sheath was received for evaluation. A kink was noted approximately 11.5" proximal to the distal tip. A dilator from current inventory was inserted and removed from the sheath. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.